Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a code 1004 indicative of a short circuit condition and low out of range shock impedance measurements detected during shock delivery. This occurred during successful shock therapy delivered for incessant ventricular tachycardia (vt), for which the patient reportedly remained in code for approximately 90 minutes. Technical services (ts) was consulted and upon case review, found later low in range measurements of shock impedance below 35 ohms for this right ventricular (rv) lead. Ts recommended prompt evaluation of integrity of this lead system. No adverse patient effects were reported. This rv lead remains in service.